Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected discrepant hemoglobin result on a (B)(6) year old male patient with cerebral infarction and renal failure. The patient is in the terminal stage. Blood transfusions are conducted once every two weeks. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Collection and test times were not available. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/18/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned cartridge test results met the acceptance criteria for suppressed results found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. Pass/fail determination for allowable error (ea) could not be determined due to the sample size for the returned cartridge testing. No deficiency identified.

Event description:
Na.